Manufacturer narrative:
Vyaire medical was not able to duplicate the reported issue. Evaluation revealed uut (unit under test) was tested and found to function normally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Linked to (B)(4).

Event description:
It was reported to vyaire medical that patient passed away while on the lap top ventilator 1150. The customer confirmed that there are no allegations against the suspect device.